Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon was unable to grasp using the maryland bipolar forceps instrument to control the patient's bleeding. The surgeon made the decision to convert the procedure using traditional open surgical techniques.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering investigation found that the grips of the instrument open and close, however, the grasping functionality is reduced in the instrument's current condition. One yaw pulley has a .175" x .060" piece broken off on the side opposite of the conductor wire. This breakage allows the grip to move within the yaw pulley and allows a larger range of motion in the yaw, and reduces the effectiveness of the grasping force. Engineering also observed that the conductor wire and main tube are damaged. The wire on the side opposite of the yaw pulley breakage has broken at the grip. The grip is crimped properly where the wire is installed. The distal end of the main tube has various scratches and abrasions with material removal and a rough surface finish. The scratches are not axially aligned with the tube and the abrasions are parallel to the tube axis. No other damage was found.